Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances on both leads. Patient repositioning was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.